Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera could not focus. The surgeon tried to focus by pressing the arrow button but there was no focus effect. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to power-cycle the system, however the issue persisted. The tse asked the customer to switch to a different camera head and camera cable to resolve the issue. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic surgery. There was no patient injury. Troubleshooting was performed with technical support; however, the issue was not resolved. The surgeon believed it was the camera head that caused or contributed to the reported event. There was no issue noted during the setup of the system, and the system was inspected prior to use. There were no issues with port placements. There were no post-operative complications reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the focus effect issue, the image was blurry. The fse reconnected the camera cable, however the issue persisted. The fse replaced the camera with a new one. The system was tested and verified for use. The glenair cam involved with this complaint was returned and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Mechanical shock resulting in a damaged stage assembly was observed. The light cable was also noted to be damaged.